Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings on the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed deformation on the device. No further actions are required as the device was implanted additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Disregard b12 as it was reported in error.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.